Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 06/05/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device was reveal that it was received with the plunger rod fully advanced. Viscoelastic residue was identified to be distributed the entire length of the cartridge. The lens module was inspected, presenting with no damage; however, viscoelastic residue was identified. Device assembly was inspected and no issues were identified. The lens was cleaned and presented with cosmetic issues on the optic body. Conclusion: the complaint issues unplanned vitrectomy, removal and replacement, sutures, unspecified injury, and capsule tear were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was fully inserted into patient's right eye, and removed and replaced with lens from another manufacturer in the same procedure due to an unplanned vitrectomy. From additional information it was learned that there was capsular tear during the procedure. There was no patient injury. There were sutures performed. There was no use error. Alcon bss was used as the cartridge lubricant and the bss was introduced in the cartridge canopy. Provisc was used before inserting the lens. No further information provided.